Manufacturer narrative:
(B)(4). Peritoneal effluent culture was previously reported as unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient required hospitalization. The patient was treated with reflin and fortum (doses, frequencies and routes not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Initial reporter telephone number: (B)(6). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.